Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 350 mg/dl. The customer stated that she had received another no delivery alarm in the past as well, noting that they had occurred during both basal and bolus deliveries. She advised that she had treated with the insulin pump, declining troubleshooting. She reported that she was able to resolve the issue herself. She noted that on another occasion, she had to change the infusion set because it failed to penetrate her skin. She stated that the needle did not go in all the way, and the infusion set popped off. No serious injury or emergency resulted from the event. Nothing further reported.